Manufacturer narrative:
The stapler 30 green reloads have not been returned to isi for failure analysis as they are being retained by the site. Therefore, the root cause of the customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted to the FDA. Based on the current information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, fragments from a green reload were noted in the patient. Although, all fragments were retrieved and no additional surgical intervention was required, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted "green debris" after using a stapler 30 instrument with green reloads installed. The surgeon planned on retrieving the fragments later during the procedure. The surgeon confirmed that there was no malfunction of the stapler 30 instrument and no error messages or faults were reported. The planned procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, in. (Isi) followed up with the initial reporter and obtained the following additional information: the reloads are being retained by the site per their protocol. The isi clinical sales representative (csr) stated that to his understanding all fragments were retrieved from the patient safely and the procedure was completed with no reported injury.